Event description:
I, (B)(6), encountered a medical emergency due to failure of the angio seal closure device place in my femoral artery during a fibroid embolization. The device is supposed to close off your artery and dissolve within 90 days and no further treatment is supposed to be needed. Needless to say, my outcome was horrific, and I had no flow to my leg. The device tore up my artery wall so within 24 hrs, I had to be rushed by ambulance from a gas station attendant calling 911. At the (B)(6). The performed an emergency CT scan thankfully they got me back urgently beyond the waiting room full. The CT scan shown that the device tore up my entire artery wall. They told me that they would need to do emergency surgery to save my life as there was no blood flow and no pulse in my main femoral artery that supplies all of my organs and life. They did a CT 3d runoff ultrasound and started a heparin drip upon knowing I was bleeding heavily previously but every measure had to be taken to save my life. They performed a 6hr procedure by dr. (B)(6) to reconstruct my entire femoral artery wall. This procedure they partially called a femoral endarterectomy. You don't ever hear of these cases, it's like never happened so they had to add the procedure codes to get the surgery in and everything set. The on-call surgeons called the performing surgeon that implanted the device and directly spoke to him several times and they stated to me that he could not be there, and they would have his colleague perform the emergency surgery. I was told personally that they spoke several times prior to surgery and after. They were in full communication. I am very concerned due to the fact this device when used if there is any imminent emergency, they provide a card with the surgeon's number and the device is supposed to be returned back to the manufacturer and photos and etc. And very clear documentation when any medical device causes such an emergency to be investigated. Well in my case, the doctors left this part out. I believe the surgeon told them to discard of the device and I contacted terumo and they stated performing original surgeon knows that if any complications arise they are required to make arrangements with the new surgeon and get the device and ship if off along with a report to the company. They failed to do this along with correct reporting of the clinical notes stating where the device was, a picture along with a biopsy type report. I asked the surgeons at the ER if they sent it off for an investigation to inspect the device and I was told they did, but upon calling several months later no report exists or investigation on either doctor. I called several times and asked about this, and they did not make a note of it in any of the doctor¿s notes in any of the visits, it's almost as if they were paid to hush. This angio seal closure device should have held up; it's from a world renown company terumo. They use this all across the world. They had to take measures to save my life quickly, seeing that your femoral artery supplies your life, you would never think this could ever happen. I have faced so many issues and pain along with I have no feeling in my leg is completely numb from the groin also half of my private part is completely numb all the way down half my thigh. Also faced documented infection and had to be placed into a rehab center and have 24-hour care with still having major issues being sent back to the ER several times from the rehab. I am requesting someone research this incident and doctors due to the fact the doctors and surgeons did not follow protocols probably seeing they could get sued because such a horrific incident. The company terumo was notified several times and I asked how I can start a claim or incident report and they said the surgeon is required to do that and that he would need to and send in the device and start the investigation that is required by terumo.